Manufacturer narrative:
Correction: g1. 1735,1928="l" 1690, 2120,2000,2328,2361,2601,1685,2564,2519,1908,2067,2119,2475,2194,2193,2134,2415.= "nl"

Event description:
Per additional information received via medical records on 26aug2022, the patient has experienced chronic pain, abscess, lower back pain, urinary tract infection, cystocele, diabetes, dyspareunia, hypertension, sepsis, rectocele, urinary incontinence, urinary retention, uterine prolapse, lumbosacral radiculopathy, dizziness, muscle cramp, back pain, sensory neuropathy, chronic bilateral low back pain with right-sided sciatica, vertigo, hyperreflexia, gait difficulty, otalgia, left leg numbness, infection of laparoscopic sacral colpopexy mesh, endometriosis of uterus, prolapse of genital organs, atrophic vaginitis, increased frequency of urination and endometrium thickened and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. The labeling of use was found to be adequate and state the following. "Adverse events complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)". (B)(4). Sample not received

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced epidural abscess, urinary tract infection with extended spectrum beta-lactamase (esbl), vertebral osteomyelitis multiple levels, diskitis, pelvic inflammatory disease, extended-spectrum beta-lactamase escherichia coli infection, referred pain, lower back pain, anxiety, depression, bladder dysfunction and distention, left lower extremity pain, new pains in the right knee and ankle, right ischial area, radiating to knee, constant pain in the pelvic area and radiated to the right leg, phlegmon osteomyelitis, infection of laparoscopic sacral colpopexy mesh, inflammation on the anterior surface and possible involvement of graft, overflow incontinence, abdominal pain, subcutaneous abscess. Additionally, the patient required surgical and non-surgical interventions.